Event description:
It was reported that during a catheterization procedure, air entrainment was reported to have occurred while removing the guidewire and dilator core from a peel-away sheath. Following this event, the patient experienced an acute drop in oxygen saturation requiring immediate medical intervention. The patient was resuscitated, and oxygen saturation subsequently stabilized. Despite the event, the catheterization procedure was completed successfully using the device, and the patient was reported to be in stable condition following the intervention.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The photo of the device shows the sheath partially split with one wing missing however, the valve can be seen to still be at least partially attached indicating a full split did not occur. Without the device returned further inspection of the valve and sheath are unable to be performed. . The complaint was confirmed. The root cause was determined to be machine. A review of the device history and complaint database could not be performed since the lot number was not provided.